Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00271 was sent in error. This is a duplicate of MFR report # 2916837-2021-00355 that was reported for waste leakage without bleach not contained (outside instrument).

Event description:
It was reported while using bd facscalibur¿ flow cytometer biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from chinese to english: the facscalibur waste liquid discharge pipe is corroded, and the waste liquid flows outside 1 was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2 was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. 3 was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. 4 what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. 5 did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): unknown. 7 was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur¿ flow cytometer biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from chinese to english: the facscalibur waste liquid discharge pipe is corroded, and the waste liquid flows outside was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): unknown. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.